Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm coyote es mr balloon catheter was used to dilate the target lesion. Then the physician tried to dilate the lesion again with a 2mm x 40mm x 145mm coyote es mr balloon catheter, however, on first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm coyote es mr balloon catheter was used to dilate the target lesion. Then the physician tried to dilate the lesion again with a 2mm x 40mm x 145mm coyote es mr balloon catheter, however, on first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received inside a coyote es product pouch and shelf box. The batch number on the label of the returned product pouch and shelf box matched the batch number on the device. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).